Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer's consultant's tablet serial cable was failing. During troubleshooting, the issue was narrowed down the issue to the cable; he reinserted the cable into the tablet and waiting 15 seconds before re-interrogating, and used an alternate cable which resolved the ¿unable to open port¿ communication issue. Based on the information gathered through previous investigation on these reported issues, the main contributing factor to these tablet serial adaptor cable failure is likely to be poor quality workmanship of the cables from the supplier/manufacturer. This, in combination with additional stresses applied on the cable during normal use in the field, can predispose the cable to an earlier than expected failure.